Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented in backup vvi mode. Programming changes were made to restore normal parameters and the device was later explanted in a procedure on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to an integrated circuit (ic) anomaly. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.